Manufacturer narrative:
.

Event description:
It was reported that remote transmission revealed inappropriate auto mode switching due to far-r wave oversensing. Programming changes were made. Patient condition is good.

Event description:
New information received notes that remote transmission revealed new episodes of inappropriate auto mode switching due to far-r wave oversensing. Further programming changes were made. Patient condition is good.